Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: sep 8, 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The cartridge tip was found to be stretched out. The complaint lens was received coated in viscoelastic residue and presented with damaged to the optic body that did not appear to go through the full thickness of the lens. The plunger rod was inspected and showed no indications of being off center. The lens module was inspected and no damage or indications of off center push rod was observed. The complaint issue "difficult to use" was not confirmed during product evaluation. Per the definition of "cartridge damaged" the complaint issue could not be confirmed. However, the observed issue "cartridge tip cracked/damaged" is similar to the complaint issue "cartridge damaged" and could not be confirmed to be related to the manufacturing or design process. Per the definition of "cosmetic issues" the complaint issue could not be confirmed. However, the observed issue "lens damaged" is similar to the complaint issue "cosmetic issues" and could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: unknown, as information was requested but not provided. Account could not confirm which lens was implanted during this surgery on (B)(6) 2023 and remains implanted. Section d6b - explant date: not applicable. One lens was removed and replaced within the initial surgery and the other lens remains implanted. Account could not confirm which iol remains implanted. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during an implantation surgery the first preloaded intraocular lens (iol) had difficulty performing. Damage in the central optical part of the iol was noted. The back-up lens had the same issue; however, it was implanted as is. The surgeon believes there was an issue with the preloaded device. The patient's vision was indicated as being okay; the patient does not have any complaints. Account could not confirm which iol serial number was implanted into the patient's eye. The patient is being monitored. No further information was provided. A separate report will be summited for the other serial number used during the procedure.